Event description:
The customer reported that the insulin pump had a blank display. The battery was changed several times and the screen still was blank. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a battery connector not plugged in properly.